Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. During preparation of the 2.75x24mm taxus express2 drug eluting stent, the physician observed the stent struts were sticking straight up when taken out of the package. The device had no contact with the patient. The procedure was completed with another taxus express2 drug eluting stent. No patient complications were reported.